Event description:
It was reported to a physio-control service representative that the customer's device turned on automatically when the device was connected to ac power without the on button being pushed. Furthermore, it was reported that the device's display was white/blank which is indicative for a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent will replace the power pcb assembly, the user interface pcb assembly and the system controller pcb assembly. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.